Event description:
Additional information received reported that patient had swelling in his legs because he had lymphedema. The catheter had punctured through the wall of the spine and the drug was delivered into the subcutaneous tissue. The patent had ¿a lot of scarring¿ because of weight loss. It was also noted that a low reservoir alarm was seen when the health care professional discovered the pump was at end of service. The pump was refilled at that time. It was noted that the patient ¿was as crippled as crippled could be.¿

Event description:
It was initially reported that a critical alarm occurred. An end of service (eos)/end of life (eol) message occurred. The healthcare provider (hcp) was looking for a surgeon who could replace the pump immediately. At this time the patient also had an existing infection that was unrelated to the pump. The hcp was concerned that the patient would go into withdrawal. It was reported approximately 7 months later that the pump and catheter were replaced "a couple months" prior to the report. The exact date of explant was not provided. The patient presented for a refill and when the doctor went to program the pump it said "terminated." The patient went to the hospital as an emergency and the pump was replaced either that day or the following day. Prior to the replacement the patient received 33ml/day of medication. The pump contained dilaudid (hydromorphone), clonidine and marcaine (bupivacaine). The patient stated that prior to the replacement he was having to receive twice as much medication as he was at the time of the report. During the replacement a dye test was performed and confirmed that "the needle in the catheter was bent 90 degrees." The patient stated "there was not a hole in the catheter, there was a hole in the spinal area" and this was the reason they decided to replace the pump and catheter. The patient stated that he had fallen out of his chair "about 100 times in the last five years" and he believed this was what caused the needle to bend. The patient had also lost 100 pounds "over the last 7 years." The pt was also dissatisfied with the healthcare service stating that the implanting doctor could not fine the stitches from the original implant because the scar was so minimal and that the new stitches were the worst he had ever seen. The patient stated that the stitches were "about 1/4 inch around." The patient's pain management doctor had to take the stitches out. No patient symptoms were reported. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).